Event description:
This senior medical affairs specialist spoke with a daughter of the pt/layperson in 2008 regarding an allegation that the pt's one touch ultra had prompted error 5 and the pt was treated later with IV glucose. The products had been replaced when the reporter/layperson, another daughter, made the initial complaint on two weeks earlier. The issue could not be resolved during troubleshooting. Reportedly, the pt, who tested and tests four times a day, had stopped using the meter approx a week or 10 days before the april 1 event due to an error 5 prompt. The pt, who self-tests and self-treats, and both daughters all experienced the er5 message. The pt's regimen at that time consisted of 5 to 10 units of humalog with each meal plus 50 units of lantus at bedtime, usually 9pm. At the end of the month prior to original month, the daughter believes the pt had not eaten enough at dinner or all day when she took her humalog. "She hadn't been feeling well for days." In the middle of the night, the pt's husband awoke when the pt began sweating and became very weak. Assuming it was her heart because of the symptoms, he called an ambulance. No test was attempted. When emt arrived and were told she has a heart condition, they immediately placed her on oxygen and did not test her blood glucose. In the ER a blood glucose test revealed a "low" result unk by the daughter. The hcp placed on IV glucose and observed her until discharging at 7:30 or 8:00am fifteen days prior to original date. Since the event, the pt's physician changed her bedtime lantus to a sliding scale amount. The complaint is classified as an adverse event because the patient allegedly was unable to test for several days while injecting insulin without knowledge of her blood glucose and the pt was later treated for hypoglycemia with IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.